Event description:
It was reported that a pump and entire catheter replacement occurred on the date of this report. The catheter had migrated out of the it (intrathecal) space. While it was reported the patient¿s replacement device system delivered baclofen, it was not clearly specified if baclofen was being delivered via their previous system. It was later reported that the catheter was also found to be have been not patent and ¿out¿ so the patient hadn¿t been receiving any intrathecal baclofen. The patient had no symptoms. It was further reported the patient was now doing well. She was at a rehabilitation center for physician therapy and the health care provider (hcp) was slowly increasing her pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8731, serial# (B)(4), product type: catheter. (B)(4).